Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) confirmed that the customer corrected the issue without any assistance. The customer was able to restart the machine, after which the errors cleared. The customer tested the station in the medication application and confirmed it was working. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the entire drawer indicated that the device was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.